Event description:
Deltapaq (dfs10021020/c22584) couldn't be detached in the patient. Another enpower cable (details unknown) was used, but still no detachment. The enpower box (dcb000005-00/f42644) has been reset and still no difference. Eventually the deltapaq had been removed from the patient. There was no problem to detach the other coils. The second (new) enpower cable, same detachment control box, and same microcatheter were used to complete the procedure. There were no damages noted on the coil prior to use. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The system ready light illuminated. The detachment light illuminated during these attempted detachments. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. The firs cable used was enpower cable (ecb00018200/c23052). Galaxy g2 (641cx0202/c15302) couldn't be introduced into the hub of the microcatheter (sl10 stryker), but the introduction from the prior cnv coils didn't have any problems. The coil did not come out of the sleeve. Another galaxy g2 (details unknown) was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The outcome of the procedure was fine, no damage has been caused. The products were stored according to labeling instructions. The procedure was prolonged for 15 minutes. The procedure was a coiling aneurysm at a sinus canvenousus and a1.

Manufacturer narrative:
The deltapaq microcoil (dfs10021020/c22584) couldn't be detached in the patient. The enpower connecting cable (ecb00018200/c23052) was exchanged for a new enpower cable and the enpower detachment control box (dcb000005-00/f42644) was reset; however the coil still could not be detached. The deltapaq had to be removed from the patient. All previous galaxy g2 coils detached without any difficulties using the same cable and detachment control box (dcb). The second cable, the same dcb, and same microcatheter were used to continue the procedure with no detachment issues. There was no patient injury. The procedure was coil embolization of a sinus cavernous and a1 aneurysm. An adequate continuous flush was maintained through the microcatheter. The products were stored according to labeling instructions. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The system ready light illuminated. The detachment light illuminated during these attempted detachments. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. It is possible that the coil was damaged after use since it was mentioned that the coil had been thrown away and was later fished out of the (trash) bin. The procedure was prolonged for 15 minutes and the outcome of the procedure was fine with no damages/injury as a result of the event. The majority of the coil was severed and not returned. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely contributing factor to the microcoil system passing the electrical pre-deployment check and failing to detach inside the aneurysm may have been due to wiring damage and/or a fracture of the solder joint connection. The circumstances that produced this damage cannot be determined as all microcoil systems are electrically tested prior to final packaging. Based on the returned condition of the device and the report that the device had been retrieved after having been thrown away, the exact timing of this damage as related to procedural use cannot be determined. However, based on the report that the pre-deployment check was performed, it appears that this damage occurred either during procedural use or due to post procedural handling. The returned enpower connecting cable passed electrical and functionality testing; and therefore, does not appear to have contributed to the event. Without the return of the detachment control box (dcb), the severed portion of the coil, and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional; contributions to the complaint event. However, based on the report that the dcb was used successfully for detachment of coils after the event, it does not appear to have contributed to the failed detachment. The reported event was confirmed, and with analysis of the returned device it is due to damages at the solder joint connection. With review of the available procedural information reporting performance of pre-deployment electrical check prior to use in the patient and the analysis of the returned device, although a definitive root cause cannot be determined, there is no indication that the failure of the coil to detach is related to any manufacturing issues. All devices undergo electrical testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: enpower detachment control cable (ecb00018200/c23052), orbit galaxy g2 complex xtrasoft,2mmx2cm (641cx0202/c15302), new enpower cable (details unknown), enpower box (dcb000005-00/f42644), microcatheter (sl10 stryker), new galaxy g2 (details unknown), cnv coils (quantity and details unknown).